Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited high lead impedance. The patient was brought into clinic for evaluation. A chest x-ray was performed and dislodgement was noted. The device was turned off and the patient was given a life vest. No further information was available.